Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead had r-wave oversensing seen at implant after atrial pacing. It was also reported that one day post implant the ra lead was still oversensing, but it was positional. When the patient sat up, oversensing was noted with smaller p-wave and when the patient laid down the p-wave was larger and no oversensing was noted. The settings were reprogrammed and the ra lead remains in use. No patient complications have been reported as a result of this event.